Event description:
Pt slid down from the mattress overlay while lying in bed (with four siderails; two top rails up). Pt was found sitting on floor next to bed; no injury sustained. It should be noted that there is minimal clearance (approx 3 inches) between top of bedrail in up position and the overlay mattress. The hosp has discontinued use of these overlays.